Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the battery reciprocator device blade is "lousy" and makes a strange noise. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown, however it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device failed pre-test for check the oscillations frequency and unusual noise in the battery reciprocator. It was noted that there was unknown debris on the ball bearing and gear, unknown liquid on the gear and the back of the motor, and the needle bearing was corroded on the gear. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to maintenance deficiency. If additional information should become available, a supplemental medwatch will be submitted accordingly.